Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and due to a pt condition the surgeon could not get the lens to seat properly in the eye. The incision was enlarged to remove the lens and three sutures closed the wound. This customer does not use any of staar's phaco equipment.

Manufacturer narrative:
Eval - visual inspection of the returned product showed that there were evidence of a clear surgical residue on the lens, however, ther was no visible damage to the lens.